Manufacturer narrative:
The liquid embolic material was not returned, as it was consumed in the procedure. Based on the reported information, there was no reasonably suggestion that a malfunction or quality deficiency of the liquid embolic material during the treatment procedure. Edema and neurological deterioration are known inherited complications that may be due to hemodynamic changes induced by the embolization. The exact caused cannot be determined and remains unknown. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a post procedure complication and patient condition related event. UDI number not available, as the lot number provide is from a unit in the kit. Linked event 2029214-2018-00342. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that one day post the uneventful onyx embolization, the patient developed cerebral edema (ce), which moderate and within the treating vessel. The patient was treated with dexamethasone, percutaneous endoscopic gastrostomy (peg), and naso gastric tube (ng). The ce event resolved 7 days later with sequelae; dysarthria, dysphagia, right sided hemiparesis, expressive aphasia. Severe pneumonia was linked to the cerebral edema. The pneumonia was treated with pulmonary toilet, nebulizers, antibiotics, a nd intubation, mechanical ventilation. 5 days post procedure (at discharge), the nihss was 4 and mrs of 2. Barthel score was 80. 30 days follow up, the nihss was still 4 and mrs of 3. Barthel score was 70. At 12 months follow up, the nihss was still 4 and mrs was 2. Barthel score was 100. The baseline was mrs was 0.